Event description:
Patient went to the operating room on (B)(6) 2013 for bilateral breast mastectomy with breast reconstruction. No drainage noted from the jackson pratt drain overnight requiring patient return to the operating room on (B)(6) 2013 for re-exploration and a defective right drain was noted requiring drain replacement.